Event description:
On (B)(6) 2023 was the day I had both my breast implants removed. My right hand side was fully ruptured. I had been experiencing dry eye and mouth, chronic fatigue, muscle & joint pain, weight gain, rashes and then in the last year I developed hashimotos. They were sent away for testing have not had results back yet. Reference report #mw5145266.